Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, and off no power test. No battery out limit alarm was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found inside the insulin pump. The insulin pump was received with a minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer stated that she was unable to clear the alarm for about 8 minutes, and when she replaced the battery, the battery out limit occurred. She stated that the batteries were not out of the device for greater than the duration allowed by the insulin pump. The customer's blood glucose was 83 mg/dl. She stated that the insulin pump had been exposed to rain water two days previously. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.